Event description:
As reported by the user facility: (B)(4), occurred (B)(6) 2013. Reports under infusion giving etoposide was to be infused in 1 hour rate set at 530/hour for a 500 ml bag. Infusion beeped complete by pump reading 171 mls infused, but more than 1/2 of bag volume observed in bag. Nurse reset same rate for infusion and it 45 more minutes for infusion to be completed. Using closed system so unable to see how drops were dropping into drip chamber. Infusion was done with pump plugged in. Set up had etoposide on primary set and flush bag of saline on secondary set, very little out of flush bag. (B)(4).